Event description:
Ambulatory pt pushed pole into bathroom with 3 devices mounted on pole. Pump #3 fell to floor. Medication was spilled onto bathroom floor. Pt commented that the pump had brushed her leg when it fell. Some redness and light bruising was noted. No incident related medical intervention was noted.